Manufacturer narrative:
Patient identifier: not releasable. Patient age & date of birth: not releasable. Patient sex: not releasable. Patient weight: not releasable. Patient ethnicity: not releasable. Patient race: not releasable. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: not releasable. Explanted date: device was not explanted. Establishment address: not releasable. Initial reporter name: reporter elected to not be identified. Phone number: unknown. Health professional: unknown. Occupation: risk manager. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received an FDA medwatch report # mw5110287. The event description states: a piece of destination sheath broke off in the patient at the radial artery. The piece extends from elbow to wrist. The patient was transferred to tertiary facility to remove foreign body by a vascular surgeon as one was not available at the time. Intervention was required.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is continued withdrawal in the face of resistance. Device history record (DHR) review cannot be performed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).